Event description:
This is submitted to report that the deployed clip (10359195/(B)(4)) had detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. The patient experienced shortness of breath and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat functional mitral regurgitation (mr) with a grade of 4. There was a bi-prolapse of the mid anterior and posterior leaflets, with a patent foramen ovale (pfo) in the septum. Two clips (40513u1/(B)(4), 10359195/(B)(4)) were implanted and the mr was reduced to 1+. The procedure was completed successfully and the patient was discharged after 48 hours. Approximately 10 days post-procedure, the patient experienced shortness of breath. A routine follow-up echocardiogram, on (B)(6) 2014, showed that the lateral clip implanted had detached from the anterior leaflet, and was only attached to the posterior leaflet (single leaflet device attachment/slda). The mr was increased to 3+. Hemoglobin was 7.9, possibly related to the bivalirudin received during the procedure. Blood transfusions were administered. The patient is clinically stable and no additional treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the device history record revealed no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint database identified no other incidents reported for single leaflet device attachment (slda) or failure to adhere or bond from this lot. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that there was a bi-prolapse at the a2p2 segments. In this case, it is likely that the bi-prolapse of the a2p2 segments contributed to the detachment of the second clip from the anterior leaflet. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with this device. The patient effects of worsening mr and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the most probable cause for the reported mr was likely due to the detachment of the clip from the anterior leaflet/incomplete coaptation, and the reported dyspnea was likely due to the low hemoglobin and/or the worsening mr. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.